Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Sample was not received by the investigation site for evaluation. A sample was not received at the manufacturing site therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for the customers reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the surgery an ophthalmic handpiece aspiration/irrigation was not working as the leakage occurred at the center part of the handle. Procedure details was not provided. There is no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).